Event description:
Healthcare professional (hcp) reports patient (pt) did not drain in initial drain of apd treatment on homechoice device and filled 2500 mls on top of 2000 ml dwell. Pt experienced sob, was taken to ER and put on morphine. A manual drain was performed with same device in hospital and 4516 mls was drained out. Pt's sob diminished, pt was admitted to hospital with congestive heart failure for 2 days. Hcp states no other problems were noted with pt's dialysis and pt was fully recovered, hcp states she feels pt was kept in hospital to make sure morphine was out of pt's system.